Event description:
It was reported that t:slim x2 pump battery appeared to drop suddenly from full to almost empty, causing repeated shutdowns over about a week, there was no adverse impact to the customer¿s blood glucose level. Customer was using tandem charging supplies, and logs were reviewed by support, who determined that battery function was consistent with power source alerts. Further follow-up attempts received no response and case was closed.